Manufacturer narrative:
This report represents patient two of three from this facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced toxic anterior segment syndrome (tass) in the right eye following a cataract extraction procedure. The patient presented 1 day post op with aqueous cell and fibrin. Cultures were not taken. The patient required an increase in the frequency of non-steroidal anti-inflammatory drug (nsaid) medication. The patient is reported to be improving with topical medication adjustment. This is the first report of three for this patient.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information available, the customer reported events cannot be confirmed. Root cause based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).